Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing equipment, the straight suctions had issues with verification. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Lot# updated. Analysis of the returned straight suction found the tool was damaged. The returned straight suction was not able to verify when attached to a known good tracker, returning a divot error of 3.2mm to 3.9mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in the medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.